Event description:
A healthcare professional reported that an ophthalmic knife was found to be not sharp. The procedure details and patient's harm were not reported. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the knives are not sharp; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The root cause for the customer complaint issue could not be determined. The exact root cause for this complaint was unknown, therefore, specific action with regards to this complaint could not be taken. All knives were 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints were reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action was required at this time. The manufacturer internal reference number is: (B)(4).